Manufacturer narrative:
The device is not available for investigation. However, a review of the DHR is currently in progress for the lot number of the rx case. Once the investigation is complete, a follow-up report will be provided.

Event description:
It was reported that a patient suffered an allergic reaction while wearing their night guard appliance. The allergy started from the beginning, the patient experienced swelling and redness in the mouth. The patient would wear it one night, have a reaction, stop wearing it for a couple of days and try it again.

Manufacturer narrative:
The non-visual investigation has been completed and the results are as follows: DHR results no DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the returned parts included an upper tray in an original case. The device was visually inspected and the results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - discolored (yellow) due to normal usage. General cleanliness - the device was clean. Case was returned in a good condition with label. Root cause: the root cause cannot be explicitly determined. IFU 9091 rev 3.0 (comfort bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the provider did not provide the information regarding how the patient was instructed to care for the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.